Event description:
Customer reported the insulin pump was alarming button error. Customer's blood glucose was 120 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window and cracked case display window corner.